Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm when door was open/closed to insert tubing during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and 'had no alert alarm when door is open/closed to insert tubing' was reproduced. A review of the event history log revealed 'system error 320 messages a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was lower auxiliary hook switch was not functioning with the door open and to be stuck closed. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.